Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 4218 were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the electrode pads slipped while attached to the patient and once the patient's gown was removed the clinician noticed the electrode gel remained adhered to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) the electrode pads slipped while attached to the patient and failed to cardiovert the patient. Once the patient's gown was removed the clinician noticed the electrode gel remained adhered to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.